Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. From the opened product, it was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during the laparoscopic appendectomy. The device was broken when surgeon put into the abdominal cavity. So this part is broken, nurse change a new one.